Event description:
The event is reported as: complaint alleges: the system does not recognize the expiratory wire and illuminate the expiratory wire indicator. Sometimes will alarm when the expiratory is disconnected, others do not. Noticed excessive rain-out which called attention to the condition. Returning with temp probe and vent circuit which worked on some units but not on these. No pt injury reported.

Manufacturer narrative:
Sample rec'd by MFR, but investigation is incomplete at time of this report. Per device history report DHR investigation did not show issues related to this complaint.